Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD 2010-(B)(6), 507652 lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was fractured. The lead threshold and impedance slowly climbed during over the last year to a point where the lead no longer captures and the impedance is >3000ohms. The physician attempted to implant a new lead, but there was no venous access. The lv lead was capped and the patient referred to cardiac surgery for an epicardial lead. No patient complications have been reported as a result of this event.